Event description:
The provider was having difficulty inserting the needle into the scope. He tried several needle sizes with no luck. The thought is that the needles maybe damaged the inside of the scope which cause pin size holes. Oil inside the scope leaked out when it was removed from the pt, but it did not leak inside the patient. Another scope needed to be used. Sterile processing states that the scope passed the leak test and that it was ok prior.